Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03758, related manufacturer reference number: 1627487-2019-11115, related manufacturer reference number: 1627487-2019-11117, related manufacturer reference number: 1627487-2019-11118. It was reported the patient had fever and signs of pocket site infection. As a result, surgical intervention was undertaken on (B)(6) 2019 to address the issue. During the procedure the physician suspected infection at lead site and opted to explant the entire scs system. This addressed the issue.